Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected weak battery alarm noted. However, the device had button error alarm due to moisture damage on the keypad traces. No moisture damage on the electronic assembly noted. The device also was received with cracked display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed weak battery and button error. The customer's blood glucose was unknown. The customer stated that they were keeping the device in their bra while they were in a museum. The discontinuation of the device was advised. Nothing further was reported.